Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation, the reported event could not be confirmed. The clinical/medical team concluded, no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. Some potential probable causes could include patient reaction or a post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that four patients had suffered from fractures on their legs. Surgeon attributed fracture to the size of the pins. No procedure has been reported to resolve the adverse events.